Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colectomy with enbloc abdominal wall resection, the trigger jammed and could not cut the tissue which caused excess bleeding. The surgeon had to transect more tissue than planned. They replaced with another hook.